Event description:
It was reported that noise on a non abbott right ventricular lead due to myopotential oversensing was received on the implantable cardioverter defibrillator (ICD). Programming changes were recommended and forwarded to the physician. The patient was to receive these programming changes at a future date in clinic. There were no patient consequences.